Manufacturer narrative:
A) no device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. B) device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with an ez steer¿ thermocool® bi-directional catheter and char was found on the proximal electrodes. There was no patient consequence. The distal electrodes were cleaned and flushed normally. The procedure was completed successfully by replacing the catheter. This event is being reported due to the char found on the proximal electrodes that may be a potential risk to the patient.

Manufacturer narrative:
In the initial report # 2029046-2014-00288, the product reported was an ez steer thermocool bi-directional catheter (us catalog # bdi75tcffrt / lot # unknown). On (B)(6) 2014 received confirmation from bwi representative that the product returned to our failure analysis lab was indeed the correct product involved in the reported event. Therefore, the correct product information reported is: thermocool sf bi-directional catheter, us catalog # bdi35ffrt, lot # 15941419l. (B)(4) it was reported that a patient underwent an atrial fibrillation procedure with an ez steer thermocool bi-directional catheter and char was found on the proximal electrodes. There was no patient consequence. The distal electrodes were cleaned and flushed normally. The procedure was completed successfully by replacing the catheter. The returned device was visually inspected upon receipt and char was found on the electrode # 2. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and was found within specifications. Furthermore, an irrigation test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint in regards the char was confirmed. However, catheter met manufacturing specifications. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.